Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the chordal entanglement and difficult clip deployment which have potential to cause or contribute to serious injury. It was reported that the first mitraclip was deployed successfully. The second clip was inserted lateral to the first mitraclip and it was tight getting positioned. During positioning, the clip came in contact with the first clip without impact to the first clip; however, the second clip became caught in the chordae. The clip was able to be removed from the chordae with some difficulty and without tissue damage. The second clip grasped the leaflets. Deployment was initiated, but the clip did not detach from the delivery system. Troubleshooting maneuvers were performed and the clip was successfully deployed. Mitral regurgitation was reduced from grade 4 to less than 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Filed incorrectly as a 5 day report. Should have been filed as a 30-day report.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty placing and removing the device due to interaction with the anatomy appears to be related to procedural conditions, as positioning the device was tight due to the location of the first implanted clip; the tight fit likely contributed to the clip interaction with the chordae, causing difficult removal. While it is possible that the position of the second clip on the leaflets (more lateral to the first implanted clip) placed increased force on clip, causing the delayed deployment, this cannot be confirmed; therefore, a cause for the difficulty deploying the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.